Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported power was reading above normal for the given speed range and the high watt alarm was triggered on the ventricular assist device (vad). The vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also noted that there were electrical fault alarms.

Manufacturer narrative:
A supplemental report is being submitted for correction of event description and coding and device evaluation. Electrical fault alarms were added to the event description and device code was added. Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Review of the controller log files revealed two electrical fault alarms logged on 17/jan/2020 at 10:04:54 and at 10:10:07. The alarms were due to an overcurrent condition resulting in the pump running on a single stator (front-stator only). One high watt alarm was logged at 10:04:57; the high watt alarm is indicative of the increased power consumption associated with the pump running on a single stator. Visual evidence of the driveline cable provided by the site revealed a fracture and yellowing in the outer sheath. As a result, the reported events were confirmed. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information and review of risk documentation, a possible root cause of the reported "electrical fault" event can be attributed, but not limited, to a short in the driveline or driveline connector resulting in a loss of electrical continuity. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a drievline sheath repair had been done. The driveline remains in use.

Manufacturer narrative:
Correction: updated event description to include driveline sheath repair and added fdd code c62968. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.